Manufacturer narrative:
Additional information for: d10, g4, g7, h2, h3, h6, and h10. The event of a central leak could not be confirmed. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a (B)(6) y/o female presented with moderate aortic insufficiency(ai) and was implanted with a 19mm trifecta¿ gt valve. After the physician sutured the valve in place, there was a central leak noted on the echo. The physician decided to explant the valve due to the central regurgitation and a 19mm edwards 2800 tfx was implanted instead. The procedure was approximately extended by 1.5 hours, but the patient remained hemodynamically stable throughout the procedure. There were no adverse patient events and the patient is currently doing fine.